Event description:
It was reported that during a bph surgical procedure "a series of errors on the console" and "console would not re boot" were noted. Specific error codes were not reported. It was stated that the error codes observed were in the 300 and 600 series. The case was canceled. "No harm to the patient" reported.